Manufacturer narrative:
The device was received for evaluation. During functional testing, a false air in line alarm was reproduced. A review of the event history log revealed multiple ¿air in line¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant false air in line alarm that did not clear even after being cleaned. This occurred during an unspecified process step in the general patient ward. There was no patient involvement. No additional information is available.